Event description:
The zoll onestep adult electrodes have a wire cable/connector within them that is necessary to test the defibrillator machine. Often times this wire is cracked or broken and when they are hooked up to the machine they give a low voltage error/test failed. I understand that they still will deliver a shock to the patient but what happens if it were not to do that? I am not comfortable proceeding with attempting to shock my patient when the machine is telling me the test failed. I don't like relying on the fact that "well it still delivers a shock--there is no need to worry..." I think that the wire connector is in a bad location. They crack/break during storage, handling and when users are trying to connect the cable to the defibrillators machine.